Manufacturer narrative:
No information about the return of device.

Event description:
Mobi-c p&f us : revision due posterior migration of the lower plate. Removal of the device. Very few information about this case, additional information were requested.

Manufacturer narrative:
Medical record (images pre-op / post-op first surgery & pre-op / post-op revision surgery) was provided by surgeon. Patient still have arm pain and unclear etiology being worked up after surgery. From information provided, implant revised could be one of the following : catalog number : mb3595; lot number : 5276085; device manufacture date : 23 nov. 2016; expiration date : 1 sept. 2021. Catalog number : mb3595; lot number : 5268802; device manufacture date : 20 jul. 2016; expiration date : 1 jun 2021. Additional information received on 07 nov 2017: the patient has new symptoms. During revision surgery, surgeon noticed that implant had no sign of any fixation or stability. No additional information will be provided by the surgeon. Both device history records and traceability was reviewed and did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of images and description provided cannot confirm the migration mentioned by surgeon. The cause of the revision is unknown.